Manufacturer narrative:
Combination product: yes.

Event description:
It was initially reported that the shock impedance gradually increased. An update from october 21 indicates that the impedance increased to >150 ohms and the devices were explanted.